Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h3, device evaluated by mfg on of the initial medwatch report indicates no section h3, device evaluated by mfg on of the initial medwatch report should indicate yes section h3, reason for no evaluation on of the initial medwatch report indicates device evaluation anticipated, but not yet begun section h3, reason for no evaluation on of the initial medwatch report should indicate blank after performing other unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off during use. There were no reports of patient use associated with the reported event.